Event description:
Around 2009 I started having issues with chronic fatigue, memory loss, joint paint, random brushing, muscle weakness, shingles outbreak, ebv, thyroid antibodies, antiphospholipid syndrome, borderline lupus, cold feet/hands, numbness of feet, hands and arms, breast pain, random rashes, cognitive problems, dry mouth and eyes, dry skin, skin issues, random painful headaches, muscle fatigue, random swollen lymph nodes, inflammation, shortness of breathe upon little activity, no sex drive, random problems with swallowing, light sensitive at times, fingers/toes turn blueish color at times when cold randomly and random other odd health issues that come and go.